Event description:
It was reported the pt is charging her ipg every 10 hours due to her high program settings. The pt will be consulting with a sjm representative as the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.